Manufacturer narrative:
Additional information: section d-9: device available for evaluation: no. Section d-9: device date returned to manufacturer: no. Section h-3: device evaluated by manufacturer: no, photo evaluated. Device evaluation: no suspect product was received; however, a video was provided by the customer. The customer provided video was evaluated. The 40 seconds video provided by the customer was evaluated. The video shows an eye being implanted with an intraocular lens claimed to be a tecnis eyhance iol preloaded in the symplicity delivery system, model dib00. Although the quality of the video is not optimal, it can be observed a lens edge lack of continuity/deformity at haptic-lens junction in haptic located at 6:00 ( in relation to the screen capture orientation). The definitive clinical impact of the reported issue (in the event the lens remains implanted in patient eye) as well as its potential root cause cannot be determined from a video evaluation. The complaint issue was not identified during video evaluation. The observed is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) was fully severed off. Although initially the surgeon decided against removing the lens it was eventually explanted in a secondary procedure. No other information is available.